Event description:
Procedure type: hysterectomy. According to the reporter: the tip broke off. The tip was not found and the event was not reported until 03/14/2010 to the sales rep. No reported ill effect to the pt.

Manufacturer narrative:
(B) (4). (B) (4).